Event description:
Patients husband calling to state his wife¿s synvisc injections did not work, she is still in pain. Patient called the doctor who did her injections but he is out of the country till next week. He will call him back when he returns.